Event description:
The customer reported the tubes of the basket were broken and accumulated. The customer intended to use the device to remove foreign bodies from patient's bronchial tubes. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the basket could not be closed. This report is being submitted for the malfunction found during evaluation (unable to close basket). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Device manufacturer date: device was manufactured in may 2021. Specific date of manufacture was not available. During inspection and testing, the basket could not be closed. When the device was received, the grasping portion was open. The tube was compressively buckled near the black tube. The grasping portion could not be closed by pulling the ring. When the ring was operated by holding the buckled area after the tube was straightened, the grasping portion was able to open and close. No deformities were found in the grasping portion and there was not foreign material adhered to the grasping portion. A review of the device history record found no deviations that could have caused or contributed to the damage to the tube. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it can be inferred that either the products did not meet the specifications or device handling might have contributed to the damage to the tube. If the reported event was caused by a product that did not meet specifications, the likely cause may be a force to open and close the basket was greater than the standard value, therefore, a compression force was applied to the tube when operating the basket, the tube buckled compressively near the black tube, and further operation of the device broke the tube. If the reported event was caused by device handling, it is likely that the tube was bent at an acute angle, the ring was operated and the sliding resistance between the tube and operation wire increased causing compressive buckling of the tube. Further operation of the device in that condition broke the tube. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion."; "never use excessive force to open or close the grasping portion. This could damage the instrument."; "when the grasping portion does not open and/or close smoothly, do not apply force but set the scope¿s angle back, or move the position of the grasping portion until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the grasping portion with calculus engaged may not be removed from the body.". Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.